Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The product will be returned for failure investigation. Customer stated the product was disposed of in the cytotoxic waste bucket. The complaint of tubing separated could not be confirmed and the root cause was not identified.

Event description:
Customer reported the nurse removed the priming bag of saline, spiked a chemo bag, hung it, then squeezed the drip chamber. At that point the tubing fell off the drip chamber (the separation was clean cut, there were no jagged edges). The nurse was splashed with a few drops of chemo on her arm. She washed her arm immediately and has suffered no harm. There was no report of pt harm and no medical intervention was reported. Although requested, no further pt or event info was provided.